Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A 5.4 cm fusiform aneurysm was reported with an infra-renal angle of 0 degrees. Proximal aorta was 22-25 mm in diameter and 10.4 mm in length. Distal aorta was 27 mm in diameter. Right iliac artery was 9.4-11.6-12 mm in diameter and the left iliac artery was 12-14-9.6 mm in diameter. The right and left femoral arteries were 10 mm in diameter. The right and left iliac arteries were mildly tortuous with 50% stenosis. The circumferential aorta had 25% mural thrombus/calcification. It was reported that approximately three years post implant a proximal type I endoleak was seen on a CT scan, extending into the aneurysmal sac. It was left uncorrected. There is a type ii endoleak from multiple vessels as per previous CT scans.

Event description:
Additional information was received. It was reported that the patient was admitted to hospital approximately 38 months post index procedure, regarding proximal dilatation with proximal type I endoleak and aneurysm expansion. A secondary intervention was performed six days later. The physician fenestrated a cuff with bilateral renal and superior mesenteric artery fenestrations with scallop design for the celiac artery resolving the type I endoleak. The physician assessed the event as not device or procedure related. The patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Unknown cause of event. Conclusion: unknown cause of event. Endoleak.

Event description:
It was reported that the patient expired due to an abdominal aortic rupture. The investigator assessed the event as not device or procedure related.

Event description:
Additional information was received. The investigator assessed the type I endoleak as related to the device and not related to the procedure.

Event description:
Additional information was received. It was reported that the patient expired. The cause of death is unknown. An autopsy or death report is not available. Additional information is not available.